Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed bars across the screen and became unresponsive, making the display difficult to read and affecting use of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light related display issue consistent with a device display that was difficult to read and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.